Manufacturer narrative:
(B)(4). It was reported performance pull off - suture needle. A detached needle and a dispensed suture of product code vcpb841, lot # mm2286 were returned for analysis. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected. In addition, marks by use of a surgical instrument could be observed. A dispensed suture was examined along of the strand and body fluids were noted, the impression at the swage area was correct and present enough insertion. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, it could not be determined what may have caused the reported incident of: ¿ the suture was detached from the needle easily though no extra force was applied during interrupted suturing on the fascia¿. A dispensed needle/suture combination of product code vcpb841, lot # mm2286 was returned for analysis. During the visual inspection of the sample, the swage and attachment area was noted to be as expected. The suture was examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force was according to customer requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mm2286, and no non-conformances were identified. The following information was requested, but unavailable: it is stated in event "this event occurred in some needle-sutures in a row" confirm the total qty involved with this reported issue during use on single patient/procedure? No further information is available. Were all the suture-needle devices with reported issue from the same lot? Yes. No further information will be provided.

Event description:
It was reported that the patient underwent an unknown orthopedic procedure on unknown date and suture was used. During the procedure, the suture was detached from the needle during interrupted suturing on the fascia. Another like device was used to complete the procedure. There were no adverse patient consequences reported.